Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously deployed stent contributed to the reported failure to advance. Additionally, an interaction with the deployed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the moderately calcified lesion/deployed stent during retraction would have then led to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter during manufacturing. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the target lesion was in the mid left anterior descending artery (lad) with moderate tortuosity and moderate calcification, de novo, and eccentric. A xience was deployed in the proximal lad in a previous procedure. During the advancement of the 2.5 x 28 mm xience, the stent became stuck with the previously deployed stent. When the stent delivery system was withdrawn, it was noted that the stent had dislodged off the balloon and remained in the proximal lad on the guide wire. The xience stent delivery system balloon was delivered onto the guide wire and carefully advanced into the dislodged stent, and the balloon was inflated to expand the stent to deploy it in the proximal lad. Another xience was deployed in the mid lad to complete the procedure. There were no adverse patient sequelae. No additional information was provided.